Event description:
It was reported that the customer had high blood glucose levels of 127 mg/dl. The customer reported that the insulin pump alarmed no delivery while sleeping. Troubleshooting was done. The customer was asked to deliver a five unit prime from the insulin pump. The customer reported that insulin did exit. The customer was advised to push insulin slowly with a plunger. The customer reported that insulin did exit. The customer was advised that the infusion set or the reservoir of the insulin pump was occluded. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).